Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system stuck on bios screen and did not respond to power switch for the user. Customer added that the pharmacy technician unlocked drawers for the user to access emergency room supplies. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis medstation es system stuck on bios screen and did not respond to power switch for the user. Customer also added that the pharmacy technician unlocked drawers for the user to access emergency room supplies. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system stuck on bios screen. A technical support specialist found that the station's database in recovery pending due to an unapproved knowledge base was installed on the station. Uninstalled the knowledge base and rebooted the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.